Event description:
It is reported that a female patient underwent a two part elective, pelvic surgery performed on (B)(6) 2014. The surgeon implanted an unknown plate and screw to repair a pelvic fracture. There was no reported delay in surgery and the first part of surgery was completed successfully. The patient underwent a closed reduction percutaneous fixation of the left sacroiliac (si) joint and si fusion with instrumentation and bone graft on the left side. During the second half of the surgery, a second surgeon was consulted to investigate for malignancy, which was not identified intra-operatively, and to correct a portion of a sacral defect localized to the sacral ala. The surgeon achieved correction with the use of norian, reportedly implanting less than 5 cc. The surgeon was cautioned that the norian was not be used during this type of procedure. The surgeon reportedly stated that he was going to proceed as planned. According to the surgeon, the surgery was successful. The patient was ambulatory post-op and discharged on (B)(6) 2014. On (B)(6) 2014 while at home, the patient complained of shortness of breath and collapsed. 911 was called and upon ems arrival, the patient was found in asystole. Several rounds of CPR were attempted and the patient was taken to a local hospital. Upon arrival, it was reported that the ER physician felt the patient was dead on arrival. The patient expired on (B)(6) 2014 from gastrointestinal bleeding. This report involves an unknown norian biomaterial device. This is 1 of 3 reports for (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. This report involves an unknown norian biomaterial device/unknown lot. Device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.